Event description:
The customer received questionable ion selective electrode (ise) results for one adult patient sample. Of the data provided, only the sodium and chloride results were discrepant. The initial sodium result was 125 mmol/l with a data flag and initial chloride result was 118.5 mmol/l with a data flag. The customer had called the initial potassium result to the nurse, but then noted the anion gap was negative. The sample was repeated on a cobas c311 analyzer. The sodium result was 141 mmol/l and the chloride result was 104.0 mmol/l. The sample was also repeated on the cobas c501 after recalibration. The sodium result was 142 mmol/l and the chloride result was 104.1 mmol/l. The repeat results were believed to be correct and were called to the nurse as corrected results. The nurse verified there had been no action taken based on the initial results. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the reference electrode was leaking fluid from the rear seal. He replaced the reference electrode and front o-ring. He performed ise checks with no errors and precision testing with all results within specifications. The customer ran calibration and qc with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.